Manufacturer narrative:
H3: evaluation determined the internal components coming out. The likely cause of the failure was bearing tip detached. It was also noted that tool bar was wobbling and deterioration of the markings was also observed. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cleaning, cloudy water and internal components were observed coming out. There was no known patient impact. Additional information stated that tip of the bearing has been detached during evaluation.